Manufacturer narrative:
Product complaint (B)(4). Investigation summary: according to the information received. "Metal end cap on the end of the handle has snapped off. As shown in photo, leaving the handle in x2 pieces". The product was not returned to depuy synthes. However, photos were provided for review. (Pc (B)(4), pc number request). The photo investigation revealed, that pinn straight cup impactor appears to have the welded pin of the end cap broken. With the information provided, it is not possible to determine, a potential cause at this moment. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed. As the observed, condition of the pinn straight cup impactor would contribute to the complained device issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed, as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.8

Event description:
It was reported that the metal end cap on the end of the handle has snapped off, leaving the handle in 2 pieces.